Event description:
The customer contacted stryker to report that their device intermittently powers off by itself. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The battery pins of the device were replaced as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker downloaded and reviewed electronic records from the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to user error. The battery was be not fully latched to the device.

Event description:
The customer contacted stryker to report that their device intermittently powers off by itself. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.